Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor was retracted. The transmitter did not blink when connected to the sensor. The sensor cannula was missing. This was the second time this happened. The insulin pump alarmed lost sensor. Customer's blood glucose level was 67 mg/dl. The device was not returned.